Event description:
It was reported during a procedure on (B)(6) 2024 the ria broke inside patient leaving metal fragments behind in the patient. Patient was having a ria and prophylactic nailing procedure for tumor. Fragments were not able to be retrieved. Femoral nail implanted as planned. Procedure was completed successfully with no surgical delay. This report is for one reamer head f/ria 2 ø10 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h4 device history manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument release to warehouse date: 05-apr-2023 expiration date: 01-mar-2033 part number: 03.404.016s, 10.0mm reamer head for ria 2-sterile lot number: 5238p81 (sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Packaging label log (pll), was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25111 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m016, ria ii reamer head 10.0mm lot number: 4452p14 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (b)4) rev b met all inspection acceptance criteria. Certificate of compliance received from (B)(4) dated 22-feb-2023 was reviewed and determined to be conforming. Certification for heat treat supplied to (B)(4) from vacu-braze inc. Dated 10-feb-2023 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 51 hrc. Certificate of compliance supplied to (B)(4) from boston centerless dated by (B)(4) on (B)(6) 2021 was reviewed and determined to be conforming. Material certification supplied to (B)(4) from carpenter dated 09-feb-2021 was reviewed and determined to be conforming.